Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that he had problems with sensor and sometimes he got calibrations errors. The customer was advised to call in when the issue is occuring so our help line tech can properly troubleshoot their equipment to see where the issue is coming from and trying to save the sensor.